Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the customer believes the insulin used was old. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.